Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user was unable to access the pyxis. Customer stated that a new employee with the username mtorres5 was provisioned with pyxis access and they were unable to log in after selecting register when prompted for fingerprint identification. However, there were no delays or adverse events or injuries reported based on this event.